Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Additionally, it was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue and insulin delivery was resumed. Customer¿s blood glucose level was 139 mg/dl.